Event description:
Adverse event # 2. Delayed wound healing, (left side, implant serial number: (B)(4). Doi: (B)(6) 2022). On (B)(6) 2022, she presented with delayed wound healing, which required scar revision on (B)(6) 2022. The principal investigator assessed this event as moderate in severity, serious, definitely related to the device. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: delayed wound healing, mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Patient underwent removal on (B)(6) 2023. Reason for device explant and/or reoperation: delayed wound healing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on february 02, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12 dec 2022 she again presented with wound healing issues on the left side, which required the left device removal on (B)(6) 2023. The principal investigator assessed this event as moderate in severity, serious, not related to the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on january 02, 2025: during visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Please disregard the previous report regarding the device evaluation.